Manufacturer narrative:
Section h annex codes g, c, d: corrected information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on (B)(4) captured on related (B)(4). Based on the field evaluation, this reported event was confirmed. The fse was unable to replicate the reported ergonomic errors on the system but replaced the armrest motor assembly due to the reported error 23062 pointing to the armrest. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The armrest motor was tested but the reported error 23062 was not replicated on site. Checked system logs and confirmed error 23062 had occurred. Performed troubleshooting and found that error 23062 points to the armrest motor module. Replaced armrest motor module to address reported issue. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 23062 had occurred. Installed armrest motor module on internal eft system and ran calibration successfully. Power cycled several times and armrest motor module functioned as designed. Unable replicate reported issue during system testing. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned unit revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console 2 was faulting with ergonomic errors. The customer used the console 1 to complete the case. The procedure was completed with no reported injury.